Manufacturer narrative:
The reported event of the pericardial effusion from the erosion of the roof of the left atrium could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 20 mm amplatzer septal occluder (aso) was originally attempted for implant and safely removed due to sizing. An 18 mm aso was then implanted successfully with no known complications at the time of the procedure. The patient was evaluated in mid (B)(6) 2017 and was asymptomatic with a normal echocardiogram showing a well-seated, but larger device, and no evidence of a pericardial effusion. The patient presented to the hospital on (B)(6)2017 with chest pain and dyspnea after collapsing at home. A tee was performed on an emergent basis and showed a large pericardial effusion with the aso still in place occupying the entire length of the interatrial septum. The pericardial effusion was relieved in the emergency room, with 100 ml of sero-sanguineous fluid being removed. Because the fluid was bloody and the aso was large with the atrium, it was decided to proceed to the operating room on an emergency basis for exploration and removal of the aso, expecting to find an erosion of the aso through the roof of the left atrium. There was no evidence of erosion into the aortic root. The patient went to surgery and the aso was explanted and an erosion of the roof of the left atrium was confirmed with a modest amount of old blood clot in the pericardial space. A goretex patch was used to close the atrial septal defect and the left atrial roof was repaired. There were no intra-operative complications and the patient is reported to be stable.

Event description:
On (B)(6) 2017, a 20 mm amplatzer septal occluder (aso) was originally attempted for implant and safely removed due to sizing. An 18 mm aso was then implanted successfully with no known complications at the time of the procedure. The patient presented to the hospital on (B)(6) 2017 with chest pain, and was recommended for surgery. The 18 mm aso was believed to have eroded through the left atrial wall. The patient went to surgery and the aso was explanted and erosion was confirmed. The patient is reported to be stable.